Manufacturer narrative:
(B)(4).

Event description:
A shocking or jolting sensation was reported during stimulation. Location of shocking was in pt's back near the lead area. There is no known accident or incident related to report. Add'l info is being requested.